Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively the set screw at l5 idled at the final tightening. As a result of this, when the image of the broken off screw head was checked, the status became that the l5 screw deviated from the pedicle. There was a delay of less than 60 min. The product came in contact with patient.

Manufacturer narrative:
Product analysis: after visual and optical examination and functional testing, it does not appear to be any damage nor does it indicate any functional issues with the screw. Unable to replicate customer concern. Unable to determine root cause of the foregoing event from the available information. If information is provided in the future, a supplemental report will be issued.